Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they needed their stimulator programmed. The issue began months ago. Patient mentioned the got a replacement controller and that was not set up. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the recharger, controller compartment pins, controller port and li battery pack pins. Agent walked patient through resetting the controller; controller showed no device found then connect the recharger. Agent instructed patient to start a charge session; controller showed no device found then implantable neurostimulator (ins) went into passive recharge mode with numbers 73-89-92. Patient mentioned the controller went black. Agent instructed patient to press the up button on the controller and patient mentioned the controller was still black. The issue was not resolved. A request was sent to the repair department to replace the recharger. Other: patient commented they were getting shocked on their left shoulder when they stretch their back. Patient mentioned the electrical cord went bad and they got a new one.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called in and wanted to know which of the external devices need to be sent back. Patient mentioned they have 3 controller: 1 new, 1 old, and 1 dummy. Patient added for the recharging paddle they have 2: 1 new, 1 old. Patient also wanted to know if they need to send the old ac adapter. Agent provided information.